Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The noted suture did not release from the o-ring on deployment likely contributed to the reported device entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, the suture did not release from the o-ring [suture bearing] on deployment; therefore, the white suture was tugged on and the suture trimmer was advanced into the anatomy to push the suture out of the o-ring. The suture was then able to be removed. Manual arterial compression was held for an hour to achieve hemostasis as the patient was heparinized. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.